Event description:
Through follow-up, the following additional information was received. The hyphema was characterized as grade ii (1/3-1/2 anterior chamber vol.) Associated with elevated iop. Reportedly, intraoperative blood entered the vitreous without zonular dehiscence or capsular rupture. Pars plana vitrectomy was performed successfully (without adverse event as a result). Additionally, the surgeon noted that the stent procedure was performed prior to cataract surgery, and the eye was inflated to control typical intraoperative bleeding at the end of the procedure. The surgeon also noted that the patient was on aspirin preoperatively with no known coagulopathy/bleeding disorders. At last visit, the patient was reported as ¿doing well¿ with adverse event resolved and the patient was taken off medication.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately states that cataract surgery with iol implantation should be performed first followed by implantation of the trabecular micro bypass stent system. MFR# reference: (B)(4).

Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with post-op hyphema requiring a vitrectomy due to blood in vitreous. Additional information has been requested.